Event description:
A malfunction was reported by the customer regarding their tandem pump, identified as malfunction code 199. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, and after the reset, the malfunction did not recur. The customer was informed they could continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.